Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2010: patient presented with following pre-op diagnosis: recurrent foraminal stenosis, l4-l5 and l5-s1 with degenerative lumbar disk disease and diskogenic low back pain. For which, patient underwent following procedures: re-exploration of the lumbar spine with revision, left l4-l5 microforaminotomies with micro lumbar diskectomy, l4-l5 and l5-s1. Transforaminal interbody fusion with cage implantation, l4-l5, l5-s1 using bmp2 (bone morphogenic protein) and local bone graft. Posterolateral fusion, l4-l5, l5-s1 using local bone graft, bmp2 and bank bone allograft augmentation. Pedicle screw fixation, l4, l5, s1 using 6.35 mm titanium instrumentation with somatosensory evoked potential and electromyographic monitoring. On (B)(6) 2010: patient got discharged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.